Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope had peeled adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to report a correction to the field h4 device mfg date. The previously submitted value was incorrect. The value for this field should have been 8/24/2011. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information has been provided from the customer.